Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient was scheduled for a follow-up. Boston scientific technical services (ts) reviewed the information and confirmed the high out of range pacing impedance measurements. All sensing and shock impedance measurements were appropriate. As the patient was not pacemaker dependent, no further actions were planned. No adverse patient effects were reported.